Event description:
The customer reported that a portion towards the end of the jaw detached during the procedure and fell into the pt's cavity but was retrieved by the surgeon. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The sample has been requested but to date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.